Manufacturer narrative:
The reporter stated a user report was filed by the user facility however the reporter did not have any information regarding the details of the report. It was not specifed what type of user report was filed.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the lock slide was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event it was reported that during an unspecified surgical procedure, it was discovered that the electric pen drive device and hand control device would not work while in use together. As a result, there was a ten minute delay to the surgical procedure. Spare identical devices were available for use. There was patient involvement. There were no reports of injuries, medial intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.